Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that the insulin pump was dropped on the floor and will not prime the tube. Drive support cap was noted to be sticking out. Customer also mentioned that they pushed on the cap while connected. Customer's current blood glucose reading at the time of the call was 188 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.